Event description:
Zyno pump malfunction on a entyvio patient. The infusion should have been 30 minutes and it was confirmed the chamber was dripping. The pump was programed to administer 510ml/h. After 30 minutes when the pump was beeping and should have been done, it says it infused 245ml/255ml bag.